Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a missing grip pin at the distal end. The missing piece was not returned. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The instrument was found to have corrosion on axis 5, 6 and 7 of the clamping pulleys in the backend of the proximal. The complaint was confirmed by failure analysis.

Event description:
It was reported that the customer experienced an issue with the prograsp forceps instrument. No details about the issue were provided. There was no report of patient harm.